Event description:
During an attempted placement of a radial arterial line, after the catheter was inserted by the anesthesiologist, the catheter was unable to be separated from the needle hub. The patient then went on to the operating room, as scheduled, and the crna then completed the arterial line placement in the right radial artery, without any problem. There were no complications.